Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had no breath delivery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Received information that the ventilator was not connected to the patient at the time of the event. The ventilator had a breath delivery (bd) malfunction. The service engineer (se) inspected the device and verified the alleged condition. The safety valve assembly was replaced. The ventilator passed all the required testing.